Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted (z-syndrome) . Also, the patient was unhappy with vision results. The lens was removed and replaced approximately 6 months post implant with another model and diopter lens. Sutures were placed. Va was 20/20 one day post op. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Additional information: the lens was returned to b+l. Visual inspection found portion of the lens missing (optic and plate). Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (025151) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: this report pertains to the patient''s right eye (od). A capsular tension ring (ctr) was placed due to patient''s prior history of z-syndrome in the contralateral eye (os). The lens orientation change was first noticed on (B)(6) 2015. The surgeon indicated that the likely cause of the event was "capsule contraction causing z-syndrome". The patient''s current status is doing well post lens exchange.